Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Blisters reportedly appeared around the patient's collar shortly after procedure. The highest energy level reportedly used for the face was 3.0 and 1.5 for the neck. Nothing out of the ordinary was noticed during the procedure, symptoms were noticed once the treatment was complete and patient splashed face with water. The blisters were noticed mostly around the neck area and one spot on the forehead. Silicone gel was given as starting medication and omnilux treatment was administered straight after symptoms were noticed and on day two and three post treatment. Blisters are still noticeable at time of follow up.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the current information the root cause could not be conclusively determined. According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.